Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurate erratic compared to itself. On (B)(6) 2012 the medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that on (B)(6) 2012 immediately prior to the start of the product issue, she became "shaky, sweaty and had blurred vision" which she associated with low blood glucose and prompted her to test. The patient advised that the issue began on (B)(6) 2012 at approximately 07:00am to 08:00am, when she obtained blood glucose results of "50mg/dl" and "144mg/dl" with the subject meter performed within 20 minutes of each other. The patient advised that she managed her diabetes with an insulin pump. The patient reported that she used the "50mg/dl" result for her diabetes management. The patient reported that no treatment was received due to the product issue. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter glucose result was from an approved sample site. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the diabetes management correlated with a result the patient obtained with the subject meter. However, this malfunction is being reported because the issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.